Event description:
Humi uterine manipulator tip broke off while in use. It was holding up the uterus and operating room staff heard a snap. Dr. (B)(6) were the surgeons in the case and they pulled it out and confirmed it was not missing any pieces, including the spring. No pt harm and dr (B)(6) did inform the pt post-operatively.